Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It is reported that the procedure was to treat an unspecified coronary lesion. A 2.5x28mm xience prime stent was intended to be used in the target vessel. However, it was found that it was unable to be released completely in the lesion because of the error in length between the actual vessel and the vessel vision by radiography. The device was removed. A 3.0x38mm stent was used to successfully complete the procedure. No additional information was provided.